Event description:
It was reported that the nurse stated therapy stopped in an arctic sun device, and they were investigating why. The patient's current temperature readings are as follows, patient temperature (pt) was 35.3c, targeted temperature (tt) was 36.c, (rewarming is complete), water temperature (wt) was 12.6c, 3.2lpm. The patient was 74kg and had small pads in place. Larger pads are typically recommended for a patient of this size, but the attending nurse confirmed that the patient was adequately covered. Guided to event log, alert 11 (pt fell below the low pt alert), alert 114 (therapy was manually stopped), and alarm 14 (probe was out of range). Advised this alarm will stop therapy. The patient neurological status was currently unknown. Review of the chart from the previous day shows that water temperature (wt) fluctuated significantly. There was no evidence of heat generation¿no signs of infection, no visible shivering, and the jaw remains relaxed. Bair hugger will be added to assist with temperature management. A follow-up call will be made in a few hours to assess whether this intervention has been effective. It was advised that the issue may be clinical rather than device related. Three hours later, the customer reported that the bair hugger appeared to be helping; however, they were subsequently ordered to stop therapy. Following the cessation of therapy, the patient temperature (pt) spiked to 38.1c. Temperature readings from both the foley/as and esophageal probe/bedside were correlating. In response to the elevated temperature, therapy has been restarted. The team has been advised to contact me if further questions or issues arise.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated therapy stopped in an arctic sun device, and they were investigating why. The patient¿s current temperature readings are as follows, patient temperature (pt) was 35.3c, targeted temperature (tt) was 36.c, (rewarming is complete), water temperature (wt) was 12.6c, 3.2lpm. The patient was 74kg and had small pads in place. Larger pads are typically recommended for a patient of this size, but the attending nurse confirmed that the patient was adequately covered. Guided to event log, alert 11 (pt fell below the low pt alert), alert 114 (therapy was manually stopped), and alarm 14 (probe was out of range). Advised this alarm will stop therapy. The patient neurological status was currently unknown. Review of the chart from the previous day shows that water temperature (wt) fluctuated significantly. There was no evidence of heat generation¿no signs of infection, no visible shivering, and the jaw remains relaxed. Bair hugger will be added to assist with temperature management. A follow-up call will be made in a few hours to assess whether this intervention has been effective. It was advised that the issue may be clinical rather than device related. Three hours later, the customer reported that the bair hugger appeared to be helping; however, they were subsequently ordered to stop therapy. Following the cessation of therapy, the patient temperature (pt) spiked to 38.1c. Temperature readings from both the foley/as and esophageal probe/bedside were correlating. In response to the elevated temperature, therapy has been restarted. The team has been advised to contact me if further questions or issues arise.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.